Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty five days post dialysis catheter placement, the device was allegedly found blood seepage from the extension tubing during the dialysis. The catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that twenty-five days post dialysis catheter placement, the device was allegedly found blood seepage from the extension tubing during the dialysis. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: the physical sample was not returned for evaluation. However, one electronic video was provided for review. The video shows a glidepath catheter in which the venous extension leg is noted to be leaking fluid. Therefore, the investigation is confirmed for the reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.